Event description:
It was reported that the patient underwent an l4-l5 fusion utilizing a posterior bilateral approach, implanting rhbmp-2/acs with peek cages, and mixing the rhbmp-2/acs with allograft and autograft. The patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment, including but not limited to having to undergo additional surgery 5 days post-op. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009: the patient presented with recurrent left l4-5 disk with stenosis at l3-4 and retrolisthesis. The patient underwent the following procedures: repeat discectomy l4-5, left and nerve root decompression. Decompressive lumbar laminectomy, l3-4 bilaterally. Inter-body fusion, l4-5 posterior lumbar bilaterally. Cage insertion posterior lumbar technique bilaterally. Right iliac crest bone graft. Internal fixation pedicle screws segmental l3 to l5. Trinity stem cell allograft. Bmp, bone morphogenic protein. Local bone graft. As per-op notes, "rhbmp-2/acs had been reconstituted and a bmp was placed into the disk space in front of the cages both on the right and left side at l4. The remaining rhbmp-2 sponge was packed laterally with bone graft in the posterolateral margins." No patient complications were reported. On (B)(6) 2009: the patient presented with intractable post-operative back pain, post-op wound hematoma, possibly early infection. The patient underwent the following procedures: wound I and d evacuation post-op wound hematoma, deep cultures, dura and root inspection. Right iliac crest wound deep culture, evacuation of hematoma, I and d. Insertion of jackson-pratt drains. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.